Manufacturer narrative:
H3: analysis of the sample was completed and concluded that the device was returned in a large plastic sleeve (non-original packaging). Upon return, traces of clear sticky residue were observed on the tube. There were also voids observed in all four electrode trace pads. The harness was wrapped with clear tape when returned. Electrically, the resistance from end to end shall be less than 200 ohms and the measurements were: 49.9 ohms (blue electrode), 44.6 ohms (blue with white stripe electrode), 54.2 ohms (red electrode), and 38.5 ohms (red with white stripe electrode) which all electrodes were in specification. Functionally, the device was connected to a nim system while the trace pads were submerged in a saline solution for functional test. The device immediately passed the electrode check upon connection (there was no ¿x¿ sign observed during the electrode check), and there was also no excess noise recorded during the functional test. All four silver traces were manipulated and bent to the 90° position, and no issues were found. There were no connection/reading issues observed during the analysis of the returned device.the complaint was not confirmed, no out of sp ecification condition was observed. H6:codes updated, previously submitted codes fdm b17, fdr c20 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgery, the user experienced a connection failure and was unable to continue using the device. The system displayed a connection failure, indicated by an "x". The surgery was completed by replacing it with the same model of emg tube. There was a procedure extension of 15 minutes and there was no patient impact.